Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on enhanced half height drawer main 3-1&3-2 were off of the bus. The field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pockets in drawers 3-1 and 3-2. All pockets were released, debris was removed, and the lids were tested successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 continuously failed. The customer attempted to recover the drawer and reboot the station were unsuccessful, and the system repeatedly displayed device not detected on bus and maintenance required notifications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.